Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. While advancing the non-abbott cryo-ablation catheter to the left inferior pulmonary vein with the introducer, pericardial staining was noted on fluoroscopy. The patient became hypotensive and intracardiac echocardiography was used to confirm the effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.